Event description:
During evaluation of a returned homechoice machine, a possible overfill situation was identified which occurred in 2008, during drain cycle 2. The patient's ultrafiltration reading was 132ml indicating the home patient (hp) drained 132ml more than their programmed fill volume of 300ml. This information gives a total drain volume of 432ml (300ml + 132ml). During a follow-up call with the hp's nurse at about 6 weeks later, the nurse stated that the hp did not experience any symptoms of fullness or discomfort associated with the incident. In addition, the nurse indicated that the hp did not have any difficulty draining. The nurse did not have any additional information. Despite baxter's attempts, no additional information could be obtained regarding this event.

Manufacturer narrative:
Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill discovered during evaluation. Based on a review of all available lot data, the evaluation has determined the most probable cause of this over fill to be insufficient drain and multiple cycles advanced to fill when slow/no flow condition occurred above the minimum drain volume threshold. It was noted in the event log that the patient had been draining less than the fill volume in previous cycles of this therapy session, which could have contributed to the increased drain volume in drain 2. The device will be routed to the service area.